Manufacturer narrative:
As of today, the lead is not available for analysis, therefore the product itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The x-ray picture received with the complaint has been evaluated but did not clarify the lead issue. Should additional information or the product itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - on 20-jul-2016 it was first noticed impedances had risen. Two days later this rv lead was replaced and the initial follow-up shows that the new lead is working without issues. There were no adverse patient side effects reported.